Event description:
It was reported that the lead was showing through the skin about 1mm and causing pain/discomfort. Surgical intervention was undertaken wherein the lead was explanted. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.